Event description:
Surgeon was using davinci sureform 60 stapler and successfully used 2 staple loads in patient. She went to use another staple load and the stapler showed a default error that said "staple initializer failed". Surgeon attempted to try and fire the staple load 3 more times and the error kept repeating. A new sureform 60 stapler was opened and the case continued. No harm was done to the patient. The new stapler worked correctly and the case was able to be completed.